Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 28 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) manufactured and distributed units of this code batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results fulfills the OEM requirements. Tested the knot pull tensile strength of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the closed samples received fulfills the OEM requirements. Note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. It is reported that the needle detached from the thread, and the thread breaks.